Event description:
It was reported that the touchscreen was timing off sooner than expected. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific bg value was not provided. The customer addressed the high blood glucose by administering a correction bolus. During troubleshooting with tandem technical support the touchscreen was verified to function as intended.